Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Controller serial number not available as pt was not able to get to the old controller during the call. The reason for call was pt stated they got a new controller today as their old controller stopped working last week. Patient services (pss) didn't find a recent record and asked pt if the controller was lost, but pt said the controller wouldn't turn on, even when plugged in to the charger the controller wouldn't show it was charging and when they plugged in the recharger, the controller wouldn't do anything. Pt said they got the new controller today and put their battery inside but the battery door wouldn't close over the battery pack (pt said the door would close over the battery when they put the battery in their old controller), and the controller wouldn't find the device. Pt said it did initially when they had aa batteries in, but then they went to charge and couldn't find the device. Pt tried to charge during the call and was able to start charging and continue to charge through the call and follow up call. Pt reported controller battery 80%, implant red. Pss reviewed to continue charging implant and to switch the cover from their old controller with the cover on the new controller when they could access the old controller again.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# unknown implanted: product type programmer, patient product ID 97745 serial# unknown product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.